Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: b3 event date updated. Additional information: h6 additional information was obtained: according to sales feedback on 10/mar/2025 via phone, impacted product vcp433h 's quantity to be returned changed from 30 to 50.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. The suture broke when sewing in surgery. Changed to another five to continue the surgery, and the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/25/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: a request was made to void this pc (B)(4), however, the event descriptions and quantities in (B)(4) are not the same. Please provide clarification: (B)(4) pull off suture needle & breakage suture. The problem of pulling off suture needle happened. Besides, suture broke. 3 ips (B)(4) breakage suture. The suture broke when sewing in an unknown surgery. 6 ip please clarify the issue reported: did the sutures break or did the sutures pull off the needle? The sutures broke, the sutures did not pull off the needle how many total sutures had suture breakage? 6. How many total sutures had suture needle pull off? 0. The following information was requested: please clarify did 3 sutures break or did 3 sutures pull off the needle during the procedure reported under (B)(4)? Please confirm, 6 sutures broke during the procedure reported under (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Two open box with a fifty unopened samples were received for analysis. Following the sampling plan, a visual inspection was conducted on thirteen samples. The swage and attachment area were noted to be as expected. The sutures were dispensed without issues. The suture knot tensile strength test was performed for the thirteen samples using instron equipment and the tensile strength was greater than the minimum requirements. Although, the sutures in all the samples were noted with significant difference in suture¿s diameter and coloration at the tipping area. As per this condition observed in the sutures, flex test was performed on the remaining thirty-seven samples, and all it did not meet the requirements due to improper tipping, as the suture was breaking away from the swage area. Based on the information currently available, damaged suture was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.